Manufacturer narrative:
"The wire" of this subject device and "a foreign substance such as the fibrillary vinyl" were returned to omsc for investigation. The wire was cut in the operation wire portion and there was no breakage or fray observed in the basket wire. The outer diameter of the basket and operation wire was measured with no irregularity found. The fibrillary vinyl was approximately 17 mm in length and, as a result of material analysis, it was found out that it was not material which may be derived from the device or used in manufacturing process. As the checking of the manufacturing record of same lot, nothing abnormal was detected. The exact cause of the event could not be conclusively determined. It is surmised that the operation wire could break off when excessive force is concentratedly applied to the operation wire in attempt to crush the calculus with the force exceeding the device durability or due to the fibrillary vinyl clogged in the proximal part of the basket. It was not able to identify the contamination route of the fibrillary vinyl. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus inside the bile duct, the doctor could not crush it and remove it from the basket. The doctor attempted to crush calculus using with bml-110a-1 but failed. After a while, the calculus came off from the basket, and the incarceration was resolved. The calculus was not able to be crushed, and it was noted that the fibrillary vinyl foreign substance was clogging in the proximal part of the basket of the subject device withdrawn from the patient body. The procedure was completed by placing stents in the bile duct and pancreatic duct. The calculus was left in the body. There was no patient injury, and the future course of treatment was not specified.